Manufacturer narrative:
As it is unknown which tag device was involved with the event both devices will be include in this report. Additional device implanted: tgt3715/8538533. Lot 8538533: (B)(4).

Event description:
On (B)(6) 2011, the patient underwent treatment of a thoracic aortic aneurysm with a gore® tag® thoracic endoprosthesis. According to the report, the tag device was positioned and implanted distal to the ostium of the left common carotid artery (lcca). Intra-procedural angiography reportedly showed a proximal type I endoleak. An additional tag device was implanted for proximal extension. Final angiography, showed exclusion of the aneurysm, and no evidence of endoleak. According to the report, the patient tolerated the procedure. It was reported, routine follow-up computed tomography (CT) scans were performed until 2016 with no adverse events being reported. After 2016, the patient reportedly was lost to follow-up. On an unknown date in 2018, the patient again sought treatment and a computed tomography scan was performed. Imaging identified evidence of an aortic arch dissection proximal to the previously treated segment. According to the report, the entry tear originated from the proximal edge of the most proximal tag device. It was reported, the cause of the dissection is unknown, however, the physician stated the patient¿s fragile aorta had weaken over time due to disease progression. Reportedly, the physician plans to monitor the dissection at this time. According to the physician, all further treatments will be dependent upon the patient¿s physical ability to survive an additional procedure.